Event description:
Patient underwent an interventional procedure. The radiologist attempted arteriotomy closure using the closer tsl 6fr device. The device was deployed and the posterior cuff was not captured. The physician attempted to lower the foot and remove the device, but the device was caught in place. Fluoroscopy revealed that when rotating the device, the artery rotated with it. The physician determined the need to call a vascular surgeon down to the cath lab. Surgeon performed a small cut down and freed the device. Upon examination it appeared as though one of the sutures was entangled on the device making it impossible to retract it from the artery. There was no damage to the artery and the patient recovered without further incident.